Manufacturer narrative:
Unable to perform displacement test, rewind test, prime and seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self-test due to the flashing white light on the display. The insulin pump was received with a constant flashing white light on the display and was constantly beeping due to a vertical cracked lcd controller. The insulin pump was received with a minor scratched lcd window, scratched case, pillowing keypad overlay, and a cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a constant tone. It was not possible to clear the alarm. The customer's blood glucose level was 300 mg/dl. They had symptom of nausea. They treated the high blood glucose with an insulin syringe. Troubleshooting was performed and it was noted that the insulin had exit the tubing. They were unable to perform the no delivery test. However, there was still a constant tone from the insulin pump. The device was returned for analysis.